Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was noted that the battery compartment was damaged. The reporter also states that the cap was worn but did not specify if it was the battery or cartridge cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)2015 with the following findings: during investigation, the battery compartment was observed to be cracked from the top to the cover. The battery cap was observed to be damaged. The battery cap top was worn and unable to tighten to the test pump. The battery cap contact height was out of specifications. Unrelated to the original complaint, the pump powered on to a dim and discolored display.